Event description:
A report was received that a pt was scheduled for a lead revision due to lead migration. During the revision, the physician changed the location of the ipg because it was in an uncomfortable position for the pt. The physician moved the pocket site to a more comfortable location. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.